Event description:
The article was reviewed. The article presented a retrospective single center study, to evaluate the utility of pulmonary artery (pa) compliance in predicting cardiac events after mitral valve transcatheter edge to edge repair (m-teer). Devices mentioned include mitraclip. The article concluded that pa compliance assessed with invasive catheter measurements in a conscious state before m-teer in ventricular secondary mitral regurgitation (vsmr) may play an important role in predicting post-m-teer cardiac events.. [The primary author and corresponding author was makoto amaki at national cerebral and cardiovascular center, osaka, japan with corresponding email amaki@ncvc.go.jp. The time frame of the study was october 2015 to january 2023. A total of 107 patients were included in this study, of which all received an abbott device. Comorbidities included atrial fibrillation, heart failure, ischemic cardiomyopathy, cardiac resynchronization therapy, anticoagulant medication, heart failure medication (beta blocker, ace-I/arb, mra), primary and secondary mitral regurgitation, tricuspid regurgitation. Peri and post-procedural complications included cardiac events (heart failure hospitalization, cardiovascular death, left ventricular assist device (lvad).

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip procedure were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, heart failure, ischemic cardiomyopathy, cardiac resynchronization therapy, anticoagulant medication, heart failure medication (beta blocker, ace-I/arb, mra), primary and secondary mitral regurgitation, tricuspid regurgitation. Complications reported included cardiac events (heart failure hospitalization, cardiovascular death, left ventricular assist device (lvad); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2 death date is estimated b3 event date is estimated the additional patient effects reported in b5 are filed under a separate medwatch report number. Literature attachment: "reduced pulmonary artery compliance in a conscious state predicts cardiac event after transcatheter edge-to-edge repair in patients with ventricular secondary mitral regurgitation".